Manufacturer narrative:
Brand name - corrected from rubicon¿ 14 to rubicon¿ 35. Device evaluated by manufacturer: the device was returned for analysis. Returned device consisted of a rubicon 35 support catheter with no other devices. The catheter shaft was visually inspected for damage. The device was visually stretched and damaged along the shaft. The tip was separated from the device and not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A rubicon 14 was selected for use in a fenestrated endovascular aneurysm repair procedure (evar). During the procedure, as the device was being withdrawn over the wire, it was noted that catheter stretched and fractured 2 inches from the tip while outside of the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A rubicon¿ 14 was selected for use in a fenestrated endovascular aneurysm repair procedure (evar). During the procedure, as the device was being withdrawn over the wire, it was noted that catheter stretched and fractured 2 inches from the tip while outside of the patient. No patient complications were reported.